Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used to treat an aneurysm in the left posterior tibial artery. It should be noted that the graftmaster coronary stent graft system, domestic instructions for use, states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels. The investigation was unable to determine a conclusive cause for the reported failure to deploy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x19 mm graftmaster stent delivery system (sds) was advanced without resistance to the aneurysm in the left posterior tibial artery. The sds was inflated to deploy the stent, but the stent did not deploy. The graftmaster sds with the undeployed stent was removed from the anatomy. A new graftmaster was used to complete the procedure. The new graftmaster was easily deployed at the intended location and successfully treated the aneurysm. The patient went to the recovery room in stable condition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.